Event description:
Central line catheter placed in very sick infant was noticed to have telescoped in on itself at the end. The child died as a result of his underlying condition and complications of treatment and not because of the catheter abnormality.